Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as 6000093-2007-01946. It was reported that 428 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Prior to the index procedure, the patient presented with chest pain and had been admitted in transfer from another facility. She ruled out for myocardial infarction. A nuclear imaging study showed cardiomyopathy with an ejection fraction of 38% and "some ischemia of the apex inferior and anterior walls" and the patient was referred for cardiac catheterization. The index procedure treated a 2.75x12mm, 70% stenosed, moderately tortuous, moderately calcified lesion in the mid left anterior descending artery (mid lad) with pre-dilation and placement of a taxus express2 2.5x16mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.0x35mm, 70% stenosed, mildly tortuous, mildly calcified lesion in the mid right coronary artery (mid rca) with pre-dilation and placement of a taxus express2 3.0x32mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.0x 12mm, 70% stenosed, mildly tortuous, mildly calcified lesion in the proximal right coronary artery (prox rca) with pre-dilation and placement of a taxus express2 3.0x12mm drug eluting stent. Residual stenosis was 0%. Following the procedure, the patient had a drop in hematocrit. She had ecchymosis on her abdomen and right groin. The patient has a history of chronic anemia and was given 2 units of packed red cells. The patient was also treated for a urinary tract infection, but was asymptomatic. The patient did develop a wide-complex tachycardia which was nonsustained and resolved spontaneously and did not recur. The remainder of the patient's hospital course was unremarkable and the patient was discharged 4 days later on aspirin and clopidogrel. At 359 days post index procedure, a persantine stress test showed inducible ischemia involving the apex, anteroapex, and anteroseptum with some partial fixed component suggesting prior infarction involving the apex...reduced global lv systolic function with apical hypokinesis. An attempt was made to revascularize the totally occluded mid lad, but the wire could not be passed beyond the occlusion. There was in-stent thrombosis crossing entire length from proximal to distal with no blood flow. The patient was discharged the same day with recommendation for surgical revascularization. Per investigator the device causality of the st and tvr was unknown. At 424 days post index procedure, the pt was admitted after presenting to the ER with complaints of substernal chest pain that woke her from sleep and was associated with nausea, vomiting, and radiation to the back. The pt described increased anginal symptoms and dyspnea on exertion since her last cardiac catheterization in 2006. Four days later, the pt underwent coronary artery bypass grafting as follows: left internal mammary artery (lima) to lad, saphenous vein graft (svg) to 1st obtuse marginal branch (om1), svg to om2. There were no intraoperative complications. The pt was subsequently treated with flagyl for giardia. The pt also received several units of packed red cells during her recovery. Five days post operation, the pt has some atrial fibrillation. The pt converted back to sinus rhythm after treatment with lopressor and amiodarone. The pt was discharged 6 days post operation on aspirin and clopidogrel. Per investigator, the device causality of this event was unknown.